Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). Investigation summary: the device was received and repaired at the service center. The reported complaint of article defect was confirmed, as defects were observed at the service center. The following information was derived from the service report: micro": preventive replacement of o-rings performed. Acc. To service manual. Defective drill mounting mechanism was replaced. Resistance value out of specs: hand control set replaced. Unit cleaned. Defective o-rings replaced. Functional test performed. Hipot test completed. Electrical safety test completed. Functional test acc. To test procedure completed. When the drill mount is defective and the keypad is not responding properly the device will not function as intended therefore are potential root causes for the reported failure. A device history record (DHR) review has been conducted to determine if there were any internal processing issues, which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in belgium that the micro tornado hp w hand control device had an unspecified malfunction. During in-house engineering evaluation, it was determined that the device had a defective drill mounting mechanism that needed replacement. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown but was noted to have occurred in 2017. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.